Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v650831, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that during a device replacement, the lead being removed fractured and broke when the doctor tried to remove it, leaving all four electrodes in situ. The lead was at the s4 location of one side and a new lead was placed at s3 on the contralateral side. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reports the lead will not be returned. The lead break removal was attempted but was not resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Manufacturer narrative:
(B)(4).

Event description:
It was also later reported that the patient had impedance testing and electrode combinations were over 4000. The date was unknown. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).